Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004485144-2016-00387.

Event description:
It was reported that two spacers broke during installation. One of the pieces ended up migrating to the contralateral side, causing the patient to be flipped over so that the piece could be removed. It was reported that all pieces were successfully removed. The procedure was completed using alternative implants. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned spacer was evaluated. A portion of the distal end was fractured around the threaded area which attaches to the inserter. It is likely that the inserter was held somewhat out of alignment or hit at a slight angle while tamping which would have overcome the mechanical capabilities of the implant in this direction causing it to fail. It is also possible that the implant was too large for the intended space and required higher than typical force to move it into place. A review of the manufacturing records did not identify any issues which would have contributed to this event.